Event description:
The customer reported that when the belt is opened there is no alarm tone, this happens with every alarm that it is tested with. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product found that detaching the belt from the buckle does not sound the alarm. No visual damage to the belt sensor. (B) (4).